Event description:
During follow-up, an elevated capture threshold was observed on the right ventricular (rv) lead. Revision surgery was performed and the rv lead was repositioned. During repositioning, the helix of the rv lead no longer extended. The rv lead was explanted and a different lead was implanted in order to resolve the event. The patient's condition was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of helix would not extend was confirmed; the helix was clogged with blood and the inner coil was over-torqued. X-ray inspection found over-torque of the inner coil consistent with procedural damage. After cleaning and applying the torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The reported event of an unacceptable capture threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.